Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor and the coin battery were replaced and the high voltage cables at the tube were regreased. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor flickered on and off during a case and that there was arcing at the tube and a low ma error message was displayed. No pt injury was reported.